Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: the keypad was found to be peeling at the up arrow keypad button. The down arrow button was intermittently unresponsive. The up arrow, ok, and contrast buttons responded properly to button presses. The keypad cover was removed and there was evidence of contamination observed under the up arrow, down arrow, and contrast button contacts. Unrelated to the complaint, the vibration motor was unresponsive. The pump case was opened and the vibration motor contacts were realigned and the vibration started to respond properly.